Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection revealed that the stressmember flange was damaged. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the stem of a large volume infusor was not straight. Therefore, the white cap at the top could not be unscrewed. This occurred before use, so there was no patient involvement. No additional information is available.